Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that the silicon gel extension tubing outside the patient was found broken at the side of vein side, after it had been placed in the patient for over 50 days. During dialysis for the patient, nurse discovered there was leakage at the tube split. After putting on new tube, the patient was infected and other vascular accesses were solved.